Manufacturer narrative:
Citation: (B)(6). Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate calcified aortic valve leaflets caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A (B)(6) medical article was reviewed, ''coil embolization for supra-annular rupture during transcatheter aortic valve replacement under extracorporeal membrane oxygenation support''. The patient was admitted for dyspnea due to severe aortic valve stenosis. Due to rheumatic mitral stenosis, the patient underwent mechanical mitral valve replacement previously. CT showed calcification in the tricuspid av leaflets. Transcatheter aortic valve replacement was performed by transfemoral approach. Pre-dilation was performed using a 20-mm edwards balloon. Finally, a 29-mm sapien s3 valve was implanted with 2 ml underfill. During valve implantation, a supra-annular rupture by the calcified leaflet was detected in the coronary cusp. ECMO support was provided for the cardiac tamponade and pericardiocentesis was done. Post-tavi CT showed a dye leakage at the rupture site connected to the pericardial space, and coil embolization was used to resolve it. Finally, the pericardial drain was tapered and the patient was successfully weaned off ECMO. No dye leakage was observed at the rupture site on the follow-up CT.

Manufacturer narrative:
Additional information was received and updated b.3, d.4, and d.6. Bulky calcification in the leaflets was confirmed.